Event description:
During baxter's functional testing of a spectrum pump, the device displayed a "downstream occlusion!" Alarm when no occlusion was present. There was no pt involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed and reproduced the discovered symptom caused by a failed downstream sensor. The failed downstream sensor was replaced.